Event description:
It was reported that when drilling the hole, the tip of the juggerknot drill broke off. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G2: foreign- EU: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Cupon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.